Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the migration was not device related.

Event description:
Boston scientific crm received information that this lead has migrated and they need to turn the stimulation off. Bsc technical services discussed that there is no way to turn stimulation completely off, but it is possible to program outputs subthreshold. Caller did this and states pt will remain in the hospital until tomorrow when the lead will be revised. Should additional information become available this event will be updated.